Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm and blank display. The customer also had failed battery test. The customer's blood glucose level was 176mg/dl. The customer states the pump was exposed to magnetic field. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, bad battery or failed battery test alarms or blank display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.